Manufacturer narrative:
Unit received with cracked case at display window corners. Unit received with broken battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer's insulin pump had cracks near the battery compartment. Customer's blood glucose was unknown. No additional information provided.